Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags during dwell 7/7. The home pt stated the heater bag had a small amount of solution left, so the home pt disconnected the heater bag and connected a new bag with the used supply line. Baxter's technical service rep assisted the home pt in ending therapy and advised her to contact the nurse. No pt injury or medical intervention was indicated at the time of the intial report.